Event description:
It was reported "while placing a triple lumen PICC on (B)(6) 2021 I noticed the line was coiling at roughly 35cm. After inspection of the line and wire I noticed the tip of the wire was bent, when touched it broke off onto the sterile drape. No visible signs of fracture were seen prior to attempted placement. I second kit was opened for placement with no signs of fracture in the wire."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged 3cg stylet was confirmed, but the exact cause could not be determined. One 3cg stylet was returned for investigation. The stylet exhibited evidence of use and had been removed from the PICC. There was a break in the tubing 1.9 cm from the distal tip of the stylet. The core wire extended 2.55 cm proximal from the break site which indicated that the polyimide tubing had fractured separately from the core wire. The magnet tip contained multiple kink sites proximal of the break. A microscopic examination revealed that the epoxy tip and magnets were present in the distal segment of tubing. The break in the tubing appeared to coincide with a kink in the tubing. No potential manufacture damage, defect, or deformity was seen on the sample. The polyimide tubing was confirmed to be within manufacture specification. The observed fracture features were indicative of catheter and/or stylet kinking and likely occurred during the insertion process. However, the exact circumstances providing for that type of event were ultimately unknown. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn0529 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "while placing a triple lumen PICC on (B)(6) 2021 I noticed the line was coiling at roughly 35cm. After inspection of the line and wire I noticed the tip of the wire was bent, when touched it broke off onto the sterile drape. No visible signs of fracture were seen prior to attempted placement. I second kit was opened for placement with no signs of fracture in the wire."